Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the stored episode of this implantable cardioverter defibrillator (ICD). It was noted that the patient exhibited supraventricular tachycardia (svt). Upon review, it was noted the rhythm accelerated to the ventricular fibrillation (vf) zone after the atrial pacing and ventricular pacing was applied. The device then delivered an electric shock and converted the rhythm successfully. Then, it was observed that the therapy was programmed off. Currently, this ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of brady pacing delivered when not required is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of brady pacing delivered when not required is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of brady pacing delivered when not required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the stored episode of this implantable cardioverter defibrillator (ICD). It was noted that the patient exhibited supraventricular tachycardia (svt). Upon review, it was noted the rhythm accelerated to the ventricular fibrillation (vf) zone after the atrial pacing and ventricular pacing was applied. The device then delivered an electric shock and converted the rhythm successfully. Then, it was observed that the therapy was programmed off. Currently, this ICD remains in service and no additional adverse patient effects were reported.